Manufacturer narrative:
(B)(6) 2016 10:43 am (gmt-5:00) added by (B)(6) ((B)(4)): further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the patient's measured pco2 value had risen to 14.6 kpa, two hours after connecting the ventilator to the patient. At the time the ventilator was in the volume control ventilation mode and a y-sensor was connected. The y-sensor measures the pressure and flow close to the patient's airway. The y-sensor readings were consistent with the set parameter settings of the ventilator. The ventilator was replaced with another one of a different brand and thereafter the patient's pco2 value went down to 8.7 kpa after one hour. There was no patient harm. The same patient had been on ventilator therapy with a ventilator of the same model one month earlier. Even this time it was in the volume control mode of ventilation and y-sensor was connected. Nothing unusual was observed this time and the patient did well. It is unknown at the moment whether it was same ventilator. (B)(4).

Manufacturer narrative:
No parts were replaced and the ventilators logs were not received for evaluation. The patient monitoring data was however received, therefore the investigation is an evaluation of the received information and tests of the ventilator run with the same mode of ventilation as well as the same ventilation parameters read from the received patient monitoring data. The recorded ventilator values cover the last 25 minutes before the ventilator was replaced. During the short period when measurements from the ventilator were recorded, the inspiratory and expiratory tidal volumes as well as the respiratory rate were consistent with the calculated minute volume. The measured peep (positive end expirator pressure) and peak pressure values recorded by the patient monitoring data was stable and did not show any variations. The start time of the co2 rising or the co2 value at connection time is unknown. Our in-house test of a tight ventilator system with circuit compensation activated, reproduced minute volume and expiratory volume values similar to the read values in the received patient monitoring data. Additional information stated that ventilation with the same ventilator system, with the same mode of ventilation, a month earlier with a similar patient breathing circuit did not cause any problems. Our tests reproduced similar measured results implying that there was no leakage in the system at the time, and the ventilator was ventilating according to specification. The cause for the reported rising co2 value has therefore, not been determined from this investigation.

Event description:
(B)(4).